Event description:
Healthcare professional reported, right side deflation. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening on the posterior side assessed, as fold flaw opening. Additional observation: crease observed, on the device. Wear abrasion observed, on the device. Yellow particles observed, on the device. No further actions are required, as no issues with the manufacturing process are observed.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.